Event description:
It was reported that a patient underwent an interventional neuroradiology procedure through the common femoral artery for the evaluation of multiple cerebral aneurysms. On completion of the diagnostic study, a 5f celt closure device was inserted through the 5f short femoral sheath in the patient's femoral artery. No angiogram was supplied o show the site of the puncture. The operator reported deploying the celt as per IFU and on release of the implant, and hemostasis was not achieved thus 15 minutes of manual compression was applied to achieve hemostasis. Upon x ray the physician noted the celt "migrated" 3-5 cm into the superficial femoral artery. Once hemostasis was confirmed an ultrasound was performed showing good flow in the artery proximal, distal, and at the level of the embolized celt device. No further intervention was performed and the patient was discharged as planned.